Event description:
As reported by the user facility: "we have a few issues with the pump. We had a pt, a (B)(6) year old with muscular dystrophy who was dehydrated and tachycardic on the pump last night whose line got clamped off while they were pushing another med and the nurse forgot to unclamp it afterward. The machine never registered an occlusion/stoppage for greater than 3 hours and kept on registering that fluids were being administered, yet nothing went into the pt. It shows that greater than 400 cc was administered." Customer also stated: "he explained the pt was clamped on the extension set so it was a downstream occlusion. No injury to the pt."

Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be reported when the investigation results become available.